Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.(B)(4). The a gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a 53 mm abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261414j/14776343) was implanted , the physician noticed a proximal type I endoleak. The proximal side of the device was secured again. The proximal type I endoleak became moderate but it still remained. Also, a type ii endoleak was observed. The procedure was completed without further treatment. During the one-year follow-up examination (the date unknown), it was revealed the abdominal aortic aneurysm was 58 mm. During the two-year follow-up examination (the date unknown), it was observed the severe proximal type I endoleak which caused the aneurysm enlargement to 63 mm. It was reported that on (B)(6) 2018, a reintervention was performed. An aortic extender component was placed below the renal arteries to treat the proximal type I endoleak. Also, the physician observed a type ii endoleak originating from the lumbar artery and a distal type I endoleak from the ipsilateral leg of the trunk-ipsilateral leg component in the left side. Therefore, an iliac extender component was placed in the left side. Procedural angiography showed both the proximal and distal type I endoleaks were resolved. The procedure was completed without further treatment. The patient tolerated the reintervention procedure. It was reported that the patient had been taking anticoagulant and consequently endoleaks had been possibly persistent. It was also reported there was severe calcification in the proximal neck and both common iliac arteries. Therefore, it could possibly contribute to an insecure sealing of the proximal side of the trunk-ipsilateral leg component.